Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a communication error alarm occurred on a prismaflex control unit during continuous renal replacement therapy with a pediatric patient connected. Treatment was terminated and a manual blood return was attempted, but the hand crank was allegedly not catching on the blood pump and the extracorporeal blood was not returned to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The prismaflex control unit was evaluated by a service technician. Functional testing was performed and the machine alarmed for a communication failure. The reported condition was duplicated during functional testing. The cause of the reported condition was the effluent pump was not communicating and was not responsive. To correct the condition, the effluent pump was replaced. The device was serviced to meet functional specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.